Manufacturer narrative:
(B)(4)

Event description:
Customer reported that a patient sample later confirmed to have an anti-e did not react with vs467. According to customer, patient sample was first tested on (B)(6) 2011 using 0.8% selectogen lot # vs467 with a negative result. The patient was not transfused. On (B)(6) 2011 another sample was drawn from the patient. An antibody screen was performed and cell ii was weakly positive. Customer then performed additional testing and anti-e was identified.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).